Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 542 (mg/dl). A correction bolus was delivered to address the high bg. The customer declined further follow-up from tandem technical support regarding high bg levels. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had manual injections available as alternate insulin therapy.